Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be (B)(6)2020.

Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
An article from ¿utilization of an abiomed impella device as a rescue therapy for acute ventricular failure in a fontan patient¿ reported a (B)(6) female patient, (B)(6) kg, with hypoplastic left heart syndrome had impella 2.5 pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). After nine (9) days of support the patient began to develop signs of right lower extremity ischemia and microthrombi within the impella apparatus, so the transfemoral device was removed.